Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that the patient was admitted to the hospital complaining of dizziness. There was high impedance up to 3000 ohms and documented loss of capture. The technical consultant suspected a possible lead fracture or setscrew issue. Both the device and lead were replaced. No further patient complications have been reported as a result of this event.